Manufacturer narrative:
Batch review performed on 15 october 2020: lot 188891: (B)(4) items manufactured and released on 20-feb-2019. Expiration date: 2024-02-07. No anomalies found related to the problem. To date, 12 items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to a loose cup. The cause of the loose cup is unknown. The surgeon revised the cup, head, and liner 11 months after primary. The surgery was completed successfully.